Event description:
It was reported the patient was implanted in 2010 for low back and left leg pain. It was reported that in (B)(6) 2012 the patient underwent a spinal fusion which showed an improvement in low back pain until the patient fell in (B)(6) 2013. It was reported the patient¿s low back and leg pain has worsened since the fall. It was noted that since the fall the generator site is ¿heating¿ while using the implantable neurostimulator (ins), and while lying on their left side or sitting in a leather recliner. It was reported the patient was also experiencing stimulation in the wrong location. It was noted the patient was reprogrammed on (B)(6) 2014 which showed improvement in paresthesia in back and left leg. Lastly it was noted impedance testing was performed and the issue was resolved. Additional information received reported the patient was receiving effect therapy. No further information provided.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).